Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no "non-conformances" or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that the safe lock adp luer lock connector came undone from the baxter solution bag and resulted in fluid leaking. It was reported the patient was getting antibiotics as a result of the fluid leak. Upon follow-up with the patient contact, it was reported that the leak was attributed to a change in the baxter bag, as there is no longer threading on the bag connection which is the reason the connector will not stay attached. The patient contact stated that the patient was prescribed prophylactic antibiotics (route, dose, frequency unknown). The patient contact confirmed that despite the prophylactic antibiotics, the patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported issue. The patient contact confirmed that the patient is trained on manuals and stat drains if needed but did not complete treatment the night of the reported event. The adapter is not available to be returned because it was discarded.